Event description:
It was reported via interdepartmental helpline solutions tracker that customer was concerned that insulin was not properly transferred into reservoir as customer had been waking up with low blood glucose of 40 mg/dl to 50 mg/dl. Caller requested for helpline to call mother for further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.